Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for reported balloon rupture and inflation issue.

Event description:
It was reported the procedure was to treat a heavily tortuous, de novo, eccentric lesion in the distal left anterior descending coronary artery. The 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was advanced without resistance in the patient anatomy for pre-dilatation. However, the balloon failed to inflate. The mini trek bdc was removed from the patient anatomy, while outside the patient anatomy the bdc failed to inflate again. A leak was noted coming from the balloon. A same size mini trek rx bdc was used for pre-dilatation with no issues. The procedure was successfully completed with implantation of a 2.5x23 mm xience alpine stent which was post-dilated with an unspecified 2.75x18 mm nc balloon dilatation catheter. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.